Manufacturer narrative:
B5 describe event or problem: updated with additional information received. D1 brand name: updated with additional information received. D2b pro code (product code): updated with additional information received. D4 model number, catalog number, lot number, expiration date: updated with additional information received.

Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed, and a 31mm watchman flx pro closure device was selected to be used. During the procedure after placement of the closure device an increase in pericardial fluid was noted. It seems the heart auricle may have been injured during the maneuver while advancing at a 45-degree angle deep into the cavity. Given the strong haziness and rapid thrombus formation, it was thought that thrombus formation might occur spontaneously, leading to hemostasis, so the physician opted for observation of the patient. No further information was provided at the time of this report. It was further reported that the patient was discharged on (B)(6) 2025 one week after the procedure. The pre-procedural pericardial effusion was considered physiological the location was around the left atrial appendage and the anterior aspect of the right atrium. Post-procedure it was noted a slight increase in pericardial effusion volume. No additional treatment was performed. The patient is on maintenance dialysis and is taking warfarin. Since preoperative hospitalization, heparin has been used instead of warfarin. It was considered that the left atrial appendage may have been scratched by the watchman access system, which was thought to be the cause.

Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed, and a 31mm watchman flx pro closure device was selected to be used. During the procedure after placement of the closure device, an increase in pericardial fluid was noted. It seems the heart auricle may have been injured during the maneuver while advancing at a 45-degree angle deep into the cavity. Given the strong haziness and rapid thrombus formation, it was thought that thrombus formation might occur spontaneously, leading to hemostasis, so the physician opted for observation of the patient. No further information was provided at the time of this report.